Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex mr was advanced to pre dilate the target lesion. During the first inflation at 12 atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed and the procedure was completed with a non bsc balloon catheter inflated to 20 atms. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that vascular access was obtained via the right radial artery. The target lesion was mildly calcified and the 12mm x 2.50mm nc quantum apex mr balloon catheter was removed intact.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).